Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material in the air/water cylinder, in the air/water channel and in the server plug in. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.